Event description:
It was reported to a sales rep that the ob/gyn used dermabond at med univ on the umbilicus of a female pt and she got a "funny" infection. The procedure was performed laproscopically with a trocar through the umbilicus. The area was closed only with dermabond. It is unk if cultures were completed or if antibiotics or further treatment was required. No add'l info was provided.

Manufacturer narrative:
At the time of this filing, specific details concerning timeline on period between product application and development of infection, possible treatments, and infection specifics have not been provided. The event description does not suggest that the functional performance of the device was out of spec. The product is provided sterile. Studies have shown that following application of dermabond, it acts as a barrier to prevent microbial infiltration into the healing wound. Infection can be caused by a variety of factors such as type of laceration, the wound cleansing procedure, or the pt's condition before device application.